Event description:
The reporter indicated that a implantable collamer lens was implanted into a patient's right eye (od). Drops were given to reduced edema and high iop. Glaucoma meds were also used and burped the wound. High vault with narrow angles were also reported.

Manufacturer narrative:
(B)(4).